Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. An infusion set change was performed to address the occlusions. Customer's blood glucose level ranged between 220-250 mg/dl.